Event description:
A caller reported a cartridge alarm 20 during the insulin pumping process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller resolved the issue by successfully loading a new cartridge, and insulin therapy was resumed. No further assistance from technical support was required.